Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve underwent an attempted valve in valve procedure after an implant duration of approximately 11 years due to severe stenosis. The patient expired during the procedure before the transcatheter valve could be implanted. It was noted that edwards device did not cause or contribute to the patient's death. Per reported information, the patient underwent 2 attempted tavr procedures. During the first one, the transcatheter wire caused perforation in the lv while crossing the valve. The patient was placed on cpb and the case was converted into an open-heart surgery and the damage was repaired. After repairs were completed and the chest still open, the team chose to do a direct access trans-aortic tavr. As the team was attempting to cross the aortic valve via ta, a second 23mm s3u valve and 23mm commander were prepped and readied for immediate delivery. During this time the patient entered in v-tac, and was cardioverted several times. The lv ef was down to 5-10% at this point and team could not get the wire across the surgical valve after. Death was announced inside the operating room.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 23mm magna aortic valve underwent a valve in valve procedure after an implant duration of approximately 10 years due to severe stenosis.